Event description:
At nine months post implant, the catheter of the vascular access system was found to be fractured. An x-ray showed the distal segment of the catheter in the superior vena cava and right atrium. The portal and an attached three centimeter long segment of the catheter were explanted. The user facility reported the distal segment and the catheter reinforcing sleeve were to be removed at another institution five days later. The condition of the pt was reported as good.